Event description:
Fourteen days following a coronary drug eluting stenting treatment procedure, her father began experiencing dizziness, blurry vision and hypotension. A 3.0x20mm taxus express2 drug eluting stent was implanted in an unspecified vessel. Fourteen days later the pt started experiencing dizziness and blurry vision. She reported that he saw his health care provider for a follow up appointment. There were no reported changes to his medications. (It is unk what medications the pt was prescribed). She reported that he father's blood pressure at one time was 60/46 and that currently it is at 90/52. Attempts were made for additional follow up to obtain the physician's name and phone number with permission to contact, however, the phone number given was disconnected.

Manufacturer narrative:
The delivery device was not returned and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 8135081 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.